Event description:
It was reported that the lead was repositioned due to a capture anomaly caused by dislodgement.

Manufacturer narrative:
The patient was admitted for an intervention with an unknown indication. The procedure was elective and the lesion was a type c, with no other details provided. Pre-dilatation was performed with a 2.5x15mm balloon at 8atm cypher was implanted at 20atm for 30 seconds and post-dilation was done with 2.5x28mm balloon at 20atm for 40 seconds, which can contribute to healthy tissue injury beyond the area of stent coverage. Ivus was conducted, theresidual % of stenosis was 0% and act was not measured. The safety and effectiveness of placing a cypher stent into a patient to whom anti-plate therapy is contraindicated is not supported as well as placing the devices above rated burst pressure. The patient complained of chest pain in the hospital during the night and a repeat angiogram was performed. Thrombus was noted in the implanted cypher stent, which was treated with aspiration and balloon angioplasty. The physician indicated that cause of the sat was because ticlopidine hydrochloride couldn't be administered due to the liver functional failure in the past. Anti-platelet therapy was started the following day of the procedure. The product was not returned for analysis. A device history record review was conducted and the product met quality requirement for product acceptance. Conclusion: there are multiple patient, pharmacologic and procedural factors impacting this event.